Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error logs. The instrument returned the error every time it was initialized or when an all set home command was executed. The fse inspected the sample nozzle and sensor and noted a wire had become disconnected from the sensor. It was also noted that part of the housing of an adjacent wire appeared to have been chipped; however, none of the internal wiring was damaged. The fse cleaned the wire and reattached the connection, which resolved the issue. Proactively, the fse rerouted and secured the wiring to clear the path of any internal structures. An all set home command was performed, and the instrument initialized without any errors. Quality control (qc) performed within specification. The aia-900 analyzer returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17jan2019 to aware date 17feb2020. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [4124] sample-z bump. Cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The probable cause of the issue is attributed to wire disconnection from the sensor.

Event description:
A customer reported receiving error 4124 sample-z bump on the aia-900 analyzer. Samples are analyzed in cups; no caps were on the tubes. An all set home command was attempted, but the analyzer would not reset. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting troponin I (ctnl2) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.